Event description:
It was reported that during a procedure the adjustable pin collet would not function and the procedure was delayed for 30 to 45 minutes. The procedure was completed in a different manner. The customer stated that no additional anesthesia was needed. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Event description:
It was reported that during a procedure the adjustable pin collet would not function and the procedure was delayed for 30 to 45 minutes. The procedure was completed in a different manner. The customer stated that no additional anesthesia was needed. No patient or user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. The device was not returned for analysis.

Manufacturer narrative:
Device evaluation will begin upon receipt.